Event description:
Same case as: 2134265-2014-03430 and 2134265-2014-03431. It was reported that auto pullback was unable to be performed. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, auto pullback failure occurred when resistance was encountered between the outer sheath and the drive shaft. The device was exchanged with another of the same device then the procedure was completed without an issue. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. Kinks were observed in the telescope assembly at 82.4cm and 69.0cm from femoral marker at the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03430 and 2134265-2014-03431. It was reported that auto pullback was unable to be performed. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, auto pullback failure occurred when resistance was encountered between the outer sheath and the drive shaft. The device was exchanged with another of the same device then the procedure was completed without an issue. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).